Event description:
Customer reported a discrepancy between the displayed and actual time on the device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for future discrepancies.